Manufacturer narrative:
The customer reported the device sometimes does not issue any sounds, which can present a risk for the patients it is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. After turning the unit off and on repeatedly, the unit's audio was restored. This was a temporary fix; therefore, shown to be unreliable, as the unit sometimes remained in the error state afterwards. Results confirm the issue to be faulty circuit. The device remains at the customer site.

Event description:
The customer reported the device sometimes does not issue any sounds, which can present a risk for the patients it is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. After turning the unit off and on repeatedly, the unit's audio was restored. This was a temporary fix; therefore, shown to be unreliable, as the unit sometimes remained in the error state afterwards. Results confirm the issue to be faulty circuit. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone#: (B)(6).

Event description:
The customer reported the device sometimes does not issue any sounds, which can present a risk for the patients. It is unknown if the device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.